Event description:
Customer reported that the insulin pump's up and down buttons were not responding. Customer reported that the keypad began sticking about a week prior to the call. Customer stated that the insulin pump may have recently been exposed to moisture. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No moisture damage on electronics noted. The insulin pump has cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.